Event description:
It was reported by service report that the footboard controls are inoperable and intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard display overlay label was bubbled.